Event description:
It was reported that both left ventricular (lv) epicardial leads had intermittent capture. The leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator, (B)(6) 2011; py44rsbv implantable pacing lead, (B)(6) 2011; 6947 implantable tachy lead; (B)(6) 2011; 6948m x 2 adaptors, (B)(6) 2012. (B)(4).